Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 4.6, lab: 3.5; date: (B) (6) 2009, inratio: 3.4, lab: 3.2; date: (B) (6) 2009, inratio: 3.5, lab: 3.2; date: (B) (6) 2009, inratio: 3.7, lab: 3.2; date: (B) (6) 2009, inratio: 3.3, lab: 3.0; date: (B) (6) 2009, inratio: 3.5, lab: 3.0; date: (B) (6) 2009, inratio: 4.6, lab: 3.9. Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2009, inratio: 3.4, date: (B) (6) 2009, inratio: 3.5, date: (B) (6) 2009, inratio: 3.7; date: (B) (6) 2009, inratio: 3.3; date: (B) (6) 2009, inratio: 3.5.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Per description, time of testing between inratio and reference test was not indicated. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (B) (4). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B) (6) 2009, 1st inr: 3.4, 2nd inr: 3.5, 3rd inr: 3.7, mean: 3.53, sd: 0.15, %cv: 4.32. Since 4.32% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user: date: (B) (6) 2009, 1st inr: 3.3, 2nd inr: 3.5, mean: 3.40, sd: 0.14, %cv: 4.16. Since 4.16 % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Trending and tracking will be performed in review of strip lot #214533. (Total number of discrepant complaints, including this event, is one). No corrective action required at this time as no product deficiency was established.